Event description:
It was reported that the implants were not positioned correctly, and that the occlusion is not correct.

Manufacturer narrative:
The reported event was confirmed based on the CT scans provided. The patient underwent revision surgery to correct malpositioned tmj implants and malalignment likely due to the surgeon not using the supplied splints during the initial procedure. Post-operative review and manufacturing records did not reveal any product defects and the problem was attributed to surgical technique rather than a product-related issue. Based on the investigation and the corresponding statistical analysis, there is no evidence of a malfunctioning product or of design, material or manufacturing problems. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
It was reported that the implants were not positioned correctly, and that the occlusion is not correct.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.